Manufacturer narrative:
Eval in progress but not concluded.

Event description:
During preparation for cardiopulmonary bypass, the pump system displayed evidence that the status of the backup battery could not be reliably determined. There were no consequences to the pt as a result of this event.